Manufacturer narrative:
(B)(4). The device has not been returned; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Based on the analysis of the returned device, it has been determined that the prongs would not open due to kinks in the inner and outer sheaths, drive wire, and handle cannula. Most likely, due to some aspect of the patient¿s anatomy or while maneuvering the device, the working length became kinked. Therefore, the most probable root cause for this complaint is operational context.

Event description:
On (B)(6), 2011, it was reported to boston scientific corporation that a talon stone retrieval grasping forceps was used in a stone removal procedure on (B)(6), 2011. According to the complainant, the forceps was not opening and closing properly and the wire buckled within the handle. The procedure was successfully completely with a second talon stone retrieval grasping forceps. It is unconfirmed if a stone remained in the forceps when the device was removed. There were no complications and the patient's condition was reported as stable.

Event description:
On (B)(6), 2011, it was reported to boston scientific corporation that a talon stone retrieval grasping forceps was used in a stone removal procedure on (B)(6), 2011. According to the complainant, the forceps was not opening and closing properly and the wire buckled within the handle. The procedure was successfully completely with a second talon stone retrieval grasping forceps. It is unconfirmed if a stone remained in the forceps when the device was removed. There were no complications and the patient's condition was reported as stable.